Manufacturer narrative:
This report is submitted on february 18, 2022.

Event description:
Per the clinic, the patient experienced an infection that was treated with oral antibiotics. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.